Event description:
It was reported that during a laparoscopic chole procedure, the device was fired and the clip was tear drop shaped. Additional clips were placed and the procedure was completed with no patient consequence. Sometime after the procedure, the patient was brought back into the or with a post-op leak. The rep was told as she was visiting the account and there is no further information at this time. The device was discarded.

Manufacturer narrative:
(B(4). Device was not returned for evaluation.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: can you please indicate the shape of the clips observed intra-op? Was not present to be able to see what was occurring. Spoke with another rep who followed up and observed case. Stated surgeon was not firing correctly. Which firing did this occur on? 3rd and 4th. How many clips were fired? 7. Was the device fired over an existing clip? No. Did the procedure drive the need to apply torque or twist the device? No. Was a cholangiogram performed? N/a. Were there any loading or firing issues besides the pear shaped clip? No. How many days post op did the patient present with symptoms of a post op leak? 3. Was this an emergency or planned cholecystectomy? Planned. Was this a typical case? Yes. Did the patient¿s anatomy present with any challenges for the case? No. What is the patient¿s current condition? Good. Is the patient expected to have a full recovery? Yes. Were the additional clips placed with the same device or a new device? New device was pulled and completed. Were the clips found to be present during the re-op? If so, what was the shape of the clips? Clips were still in place. Shape information not reported.